Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Conclusion: one image was provided for review. The fluoroscopic image provided is of a medtronic transcatheter bioprosthetic valve load inspection. Out of three systems used in this case it is unclear to as which valve load inspection this is. Without a full rotation of the system, it would be unable to clearly determine a good load but it appears to be free from overlap. The patient summary was not provided for anatomical review. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In this case, a balloon dilation was performed before initial deployment. It is likely that calcification may have been a contributing factor to the event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with bicuspid sievers type one valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 26mm non-medtronic (true) balloon. Following the bav, the valve was positioned and deployed multiple times. At 80% deployment, the valve was not fully expanding. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A second pre-implant bav was performed using a 28mm non-medtronic (true) balloon. Following the bav, the valve was further analyzed outside of the patient; the physician determined to load a new valve. During the fluoroscopic inspection of the second valve, the valve appeared to be a good load. During the first attempt at deployment, the valve was deployed at an implant depth of approximately 10-12mm. The valve was determined to be too deep. The valve was recaptured. Upon the second deployment attempt, the valve was deployed at the intended implant position; the valve was under expanding. It was noted there was an infold of the valve frame due to the recapture. The valve was recaptured into the dcs and withdrawn from the patient. Subsequently, a third valve was loaded onto a new dcs. The valve was deployed successfully. Per the physician, the patient¿s sievers type one bicuspid valve contributed to the expansion issue and calcification contributed to the infolding. No adverse patient effects were reported.